Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision depuy synthese of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: d85dj1. Device history review: a device history record (DHR) review was performed on (B)(4). No deviations or anomalies were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Complaint description: litigation received. Litigation alleges pain, discomfort, and metallosis. No date of revision was provided. Update 6/3/16- pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, pfs states inflammation, and dislocation, and the revision note mentions metal debris. It is unclear what the medical records say in regards to elevation in the systemic...and we will update if we receive more information. No labs were provided at the time of this update. Part/lot numbers are being updated as well as dor. The complaint was updated on 06/16/2016. Updated ad 8 feb. 2016: (B)(4) has been re-opened to (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges metal wear, metallosis and elevated metal ions. Added stem, lawyer, surgeon and revision hospital. Doi: (B)(6) 2010; dor: (B)(6) 2016; (right hip).